Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. The analyst noted the helix did not extend due to driveshaft lug being stuck on the retraction stop. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the helix stopped working correctly after four effective deployments and retractions. When the lead was removed and checked, more than sixty turns were needed to extend the helix. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.